Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(4) contacted lifescan to report the one touch veriopro meter was giving inaccurately high readings. On (B)(4) 2011, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2011 at 7:10 pm, the patient obtained the pre-dinner blood glucose reading of 149 mg/dl on the reported meter, which he claimed was high compared to his expected value of 100 mg/dl. The patient took novorapid plus insulin 33 units based on this reading, as well as his usual dose of lantus insulin 55 units. The patient ate his dinner. At 11:00 pm, the patient experienced the symptoms of feeling faint and shaking. While symptomatic, at 11:52 pm, the patient tested his blood glucose level to be 92 mg/dl on the reported meter, and 55 mg/dl on another manufacturer's meter, within 30 minutes of each other. The patient administered self-treatment by consuming honey and cakes; he did not seek any medical attention. The patient manages his diabetes with novorapid plus insulin between 14 and 17 units at breakfast and between 25 and 30 units at lunch and dinner, and 55 units lantus insulin daily. Earlier on the day of this event, the patient had obtained the blood glucose readings of 139 mg/dl at 6:15 am and 122 mg/dl at 11:45 am. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.